Event description:
During a laparoscopic cholecystectomy procedure, the clips did not advance and the instrument jammed. The surgeon used another instrument to complete the procedure. No pt injury was reported.